Event description:
On (B)(6) 2012, a customer's daughter-in-law reported that the customer received an ER-4 message on his adc meter upon test strip insertion. The caller stated that the meter "stopped working in (B)(6)" due to the error 4 message, and that the customer experienced an injury related to this issue. The caller reported the customer "fell in (B)(6) and ribs were bruised, fell in (B)(6) and cracked his ribs, and fell on (B)(6), broke his right shoulder while getting out of bed." The caller was unsure of the exact dates, and stated that she is not in the same state as the customer, and was not present when the medical events occurred. The caller further reported the customer self-presented to a health care facility or physician on an unspecified date, and was diagnosed with hyperglycemia. The caller did not know if the customer received any other diagnoses, as "she was not there". The caller reported the customer was "given pain medication, lortab". No diabetes-related medications that had not been previously prescribed were reported. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event(s) is unknown.